Event description:
The customer reported that while a patient was being monitored on the panorama central station with ambulatory telepack, the central station did not display patient data. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the display and observed the reported problem. A loaner display was provided to the customer, while customer returned the display for evaluation, which is currently under going an evaluation.